Manufacturer narrative:
It was reported that, despite making the attempts 17 times, the physician was unable to detach the complaint micrusphere (csp100400-30/c14999) with the complaint enpower cable (ecb000182-00/c20515). The cable was replaced with a new one (lot unknown), and yet still the coil could not be detached. The physician decided to remove the coil from the patient, but during the withdrawal the coil was prematurely detached inside the headway 17 microcatheter (terumo, details unknown). The procedure was successfully completed without further issues and no delay. There were also no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the products by visual inspection. Also no visible damages were reported on the devices after the events. Since the complained products have already been safely disposed, they are not available for analysis. No further information is available. The procedure was the emergency coil embolization of an aneurysm at the patient¿s ica, approached from the femoral artery. The patient¿s vessels were moderately tortuous and mildly calcified. It was reported that an unspecified 6fr sheath introducer (details unknown), a silverspeed (covidien (B)(4), type unknown), and a 6fr envoy (lot unknown) were also used for the above procedure. A pre-deployment electrical check was performed. There were no reports of any fault, or abnormal behavior, of the dcb (details unknown). It is unknown if the audible signal beeped. All connections appeared to fit properly without application of excessive force. There were no procedural/handling errors. There was no report of friction during the insertion or withdrawal of the coil through the microcatheter. It is unknown if any torqueing of the dpu was required during positioning of the coil in the aneurysm. No further details of the concomitant devices are available. The micrusphere (csp100400-30, lot c14999) will not be returned, therefore the root cause of the coils non-detachment followed by an unintended detachment inside the microcatheter cannot be determined. Based on the information, the event could not be confirmed, however procedural factors may have contributed to the event. Additionally, a review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is an initial/final report. Concomitant medical products and therapy dates: enpower cable (ecb000182-00/c20515), dcb (details unknown), new cable (lot unknown), 6fr sheath introducer (details unknown), a silverspeed (covidien (B)(4), type unknown), a 6fr envoy (lot unknown) and a headway 17 (terumo, details unknown).

Event description:
It was reported that, despite making the attempts 17 times, the physician was unable to detach the complaint micrusphere (csp100400-30/c14999) with the complaint enpower cable (ecb000182-00/c20515). The cable was replaced with a new one (lot unknown), and yet still the coil could not be detached. The physician decided to remove the coil from the patient, but during the withdrawal the coil was prematurely detached inside the headway 17 microcatheter (terumo, details unknown). The procedure was successfully completed without further issues and no delay. There were also no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the products by visual inspection. Also no visible damages were reported on the devices after the events. Since the complained products have already been safely disposed, they are not available for analysis. No further information is available. The procedure was the emergency coil embolization of an aneurysm at the patient¿s ica, approached from the femoral artery. The patient¿s vessels were moderately tortuous and mildly calcified. It was reported that an unspecified 6fr sheath introducer (details unknown), a silverspeed (covidien (B)(4), type unknown), and a 6fr envoy (lot unknown) were also used for the above procedure. A pre-deployment electrical check was performed. There were no reports of any fault, or abnormal behavior, of the dcb (details unknown). It is unknown if the audible signal beeped. All connections appeared to fit properly without application of excessive force. There were no procedural/handling errors. There was no report of friction during the insertion or withdrawal of the coil through the microcatheter.